Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2007. The patient presented in 2013 with vaginal discomfort. Upon examination, a 0.5cm mesh exposure at the left vaginal sulcus was noted. The patient underwent a minor procedure for excision of a small area of exposed mesh for resolution. No additional information was provided.